Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus / left essure device was found to be intramyometrially/ migration of essure device location of device: left cornua of uterus "), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 675117,700660) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t went any essure confirmation test". The patient's past medical history included multigravida and parity 4. Previously administered products included for an unreported indication: loestrin in 2009. Concurrent conditions included vaginal bleeding, overweight, urinary frequency, sexually transmitted disease and urinary tract infection. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), night sweats ("night sweats"), loss of libido ("loss of libido"), fungal infection ("yeast infections"), abdominal pain upper ("stomach pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, night sweats, loss of libido, fungal infection, migraine, abdominal pain upper and back pain outcome was unknown, the genital haemorrhage and dysmenorrhoea had not resolved, the vaginal discharge, fatigue and headache was resolving and the weight increased had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, back pain, device expulsion, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, loss of libido, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : device expulsion, pregnancy with contraceptive device, migraine". Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. She did not went any essure confirmation test event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus / left essure device was found to be intramyometrially/ migration of essure device location of device: left cornua of uterus"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 675117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t went any essure confirmation test". The patient's past medical history included multigravida and parity 4. Previously administered products included for an unreported indication: loestrin in 2009. Concurrent conditions included vaginal bleeding, overweight, urinary frequency, sexually transmitted disease and urinary tract infection. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), night sweats ("night sweats"), loss of libido ("loss of libido"), fungal infection ("yeast infections"), abdominal pain upper ("stomach pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, night sweats, loss of libido, fungal infection, migraine, abdominal pain upper and back pain outcome was unknown, the genital haemorrhage and dysmenorrhoea had not resolved, the vaginal discharge, fatigue and headache was resolving and the weight increased had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, back pain, device expulsion, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, loss of libido, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Pregnancy test - on an unknown date: positive . Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : device expulsion, pregnancy with contraceptive device, migraine". Quality-safety evaluation of ptc: lot numbers 675117,700660 invalid . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality department mentioned that one of the reported lot numbers (700660) was invalid. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus / left essure device was found to be intramyometrially"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 675117,700660) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 4. Concurrent conditions included vaginal bleeding, overweight, urinary frequency, sexually transmitted disease and urinary tract infection. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("cramping"), night sweats ("night sweats"), loss of libido ("loss of libido"), fungal infection ("yeast infections"), abdominal pain upper ("stomach pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, night sweats, loss of libido, fungal infection, migraine, abdominal pain upper and back pain outcome was unknown, the genital haemorrhage and dysmenorrhoea had not resolved, the vaginal discharge, fatigue and headache was resolving and the weight increased had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, back pain, device expulsion, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, loss of libido, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Pregnancy test - on an unknown date: positive . Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : device expulsion, pregnancy with contraceptive device, migraine". Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs received - new event 'abnormal bleeding (general), headaches, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, stomach pain, back pain, migraines, migration of essure device location of device: uterus / left essure device was found to be intramyometrially" were added. Lot number was added. New reporter was added. Historical and concomitant conditions and medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus / left essure device was found to be intramyometrial/ migration of essure device location of device: left cornua of uterus"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 675117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t went any essure confirmation test". The patient's past medical history included multigravida and parity 4. Previously administered products included for an unreported indication: loestrin in 2009. Concurrent conditions included vaginal bleeding, overweight, urinary frequency, sexually transmitted disease and urinary tract infection. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), night sweats ("night sweats"), loss of libido ("loss of libido"), vulvovaginal mycotic infection ("yeast infections"), abdominal pain upper ("stomach pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, night sweats, loss of libido, vulvovaginal mycotic infection, migraine, abdominal pain upper and back pain outcome was unknown, the genital haemorrhage and dysmenorrhoea had not resolved, the vaginal discharge, fatigue and headache was resolving and the weight increased had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, back pain, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, loss of libido, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : device expulsion, pregnancy with contraceptive device, migraine". Lot number 700660 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus / left essure device was found to be intramyometrially/ migration of essure device location of device: left cornua of uterus'), pelvic pain ('pain') and abortion spontaneous ('miscarriage') in a 43-year-old female patient who had essure (batch no. 675117, 700660 (inv)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t went any essure confirmation test". The patient's medical history included multigravida and parity 4 (live birth date: (B)(6) 1998, (B)(6) 2002, (B)(6) 2010, (B)(6) 1995.). Previously administered products included for an unreported indication: loestrin in 2009. Concurrent conditions included vaginal bleeding, overweight, urinary frequency, sexually transmitted disease and urinary tract infection. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), fatigue ("fatigue") and headache ("headaches"), was found to have a pregnancy with contraceptive device ("pregnancy with essure") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("cramping"), night sweats ("night sweats"), loss of libido ("loss of libido"), vulvovaginal mycotic infection ("yeast infections") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal and surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, back pain, abdominal pain lower, night sweats, loss of libido, vulvovaginal mycotic infection, migraine and abdominal pain upper outcome was unknown, the dysmenorrhoea and genital haemorrhage had not resolved, the vaginal discharge, fatigue and headache was resolving and the weight increased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, back pain, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, loss of libido, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: 675117, 700660 (inv). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Pregnancy test - on an unknown date: results: positive. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records : device expulsion, pregnancy with contraceptive device, migraine". Lot number: 675117 manufacture date: 2009-09 expiration date: 2012-09. Lot number 700660-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Events of pregnancy and genital haemorrhage downgraded to non-serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("cramping"), night sweats ("night sweats"), loss of libido ("loss of libido") and fungal infection ("yeast infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, night sweats, loss of libido and fungal infection outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, fungal infection, loss of libido, night sweats, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.